Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer then reset the insulin pump and received a motor position encoder error from the insulin pump. Subsequently, the customer also received a compromised force sensor system alarm from the insulin pump. The customer reported that the insulin pump had come into contact with water. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm for a loose drive support disk could be verified and the displacement test could not be performed due to the motor error alarm. The history file was overwritten. No other error alarms were noted. Moisture damage was found on the display board. The insulin pump had minor scratches on the display window, cracked display window corners, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and a cracked reservoir tube window.